Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Review of the transmission indicated a diagnostic anomaly involving the patient's insertable cardiac monitor (icm), specifically the absence of electrogram (egm) data. No intervention was reported and the patient had no adverse consequences.

Manufacturer narrative:
The reported event of missing egms was confirmed. Based on the session record data, it appears the device should have stored and returned more than 2 segms. It was confirmed that there were 64 af episodes and 7 tachy episodes since last interrogation and the segm memory was full. The root cause of the missing egms was unable to be determined with the available information.